Event description:
Reference number (B)(4). Event occurred in canada it was reported that patient faced three infusion set tubing detachement from hub event on 01-jan-2024. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.